Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible. The physician elected to further investigate at the patients follow-up. The patient was in stable condition.

Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of service when received. The cause of the field event is high current due to an integrated circuit anomaly.

Manufacturer narrative:
Further information was requested but not yet available.

Event description:
Additional information received indicated the device was explanted to resolve the event. Premature battery depletion was suspected. The patient was in stable condition.